Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were abnormal values on the blood parameter monitor (bpm). The determined blood gas value was not correct. When the bpm showed partial pressure of oxygen (po2)=200mmgh, the actually determined values was found to be only 66mmhg. The shunt sensor was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.